Event description:
Same as MDR# 6000089-2006-00386 six months following a coronary artery drug eluting stenting treatment procedure the pt experienced an aneurysm. The target lesion was a moderately calcified, 95% stenosed , 3.2mm diameter portion of the intraventricular artery (iva). In the initial procedure the physician placed two overlapping taxus express2 drug leuting stents sizes 3.0x16mm and 3.5x20mm in the iva. The vascular access site was in the right eadial artery. The lesion was both predilated and post dilated. The pt received reopro pre procedure, eparina during the procedure and beta blocker, plavix and aspirin following the procedure. No pt complications were rpeorted. Six months later the pt presented with an aneurysm. Additional information has been requested.